Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of a male patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2012, a nurse reported a home patient that acquired peritonitis due to a breach in aseptic technique caused by the client making a mistake/touch contamination to his peritoneal dialysis set-up. On an unreported date the home patient's dianeal therapy was withdrawn and the patient was switched to hemodialysis. On an unreported date, a peritoneal effluent culture was performed with unknown culture result. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. An outcome for the patient made a mistake/touch contamination was not reported. Further information was provided by the home patient's registered nurse on (B)(6) 2012. Peritonitis was amended to fungal peritonitis. On an unreported date in (B)(6) 2012, the pd catheter was replaced and the patient resumed pd therapy. The nurse stated that the peritoneal effluent culture was positive for fungus and clarified the diagnosis to be fungal peritonitis. The type of fungus was unknown. The patient was treated with amphotericin b (dose, frequency, and route of administration not reported). The patient's mother was retrained on aseptic technique. Per the nurse the patient recovered from the touch contamination. The event of fungal peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.